Event description:
The client reported a blood flow rate ordered at 130ml/min. The status screen displayed 130ml/min and the flow rate screen displayed the blood flow rate at 110. The flow rate screen was changed to 130, and the status screen displayed 150. The blood flow rate was decreased to 10ml/min, then brought back up to the correct setting which fixed the flow rate issue. The flow rate screen and the status screen both displayed 130 for the blood flow rate. The pt remains on the flex, so no pt data was provided. Reported machine runtime greater than 400 (h).

Manufacturer narrative:
No pt injury or medical intervention was reported. The manufacturer is aware of this machine malfunction and is working on corrections. A follow-up report will be provided on conclusion of the investigation.